Event description:
On 09/17/2025 the user reported difficulty maintaining blood glucose (bg) control while using the ilet bionic pancreas system, with bg readings ranging from 39 mg/dl to 400 mg/dl. The user stated they often paused insulin overnight due to fear of hypoglycemia and sometimes forgot to resume, resulting in hyperglycemia. The user was educated on proper insulin management and advised not to suspend insulin delivery except when disconnecting for activities. No long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.